Event description:
It ws reported that the right ventricular lead exhibited over sensing and loss of capture with associated presyncope. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.